Event description:
The handpiece overheated during a restorative filling procedure and the patient received a burn to their tongue which took several days to heal. The patient reported having symptoms from the injury. A description of the exact nature or type of symptoms was not provided. The office reported that the patient was prescribed meds and mouthwash to help with the symptoms. The patient is reported to have healed normally without need for further medical treatment.